Manufacturer narrative:
The customer reported being unable to share glucose data with librelinkup and their healthcare provider using the app. An investigation was conducted, however due to insufficient information in the complaint (absence of device type, operating system (os), and app version), a comprehensive investigation could not be conducted. Therefore, the reported issue is not confirmed due to the inadequate information provided. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system version. The customer indicated that the data from their freestyle libre 3 application doesn't share to freesyle libre linkup. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness. The customer had contact with a healthcare professional (hcp) who administered a glucose injection for treatment. The customer was additionally treated with oral glucose. There was no report of death or permanent impairment associated with this event.